Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in leaked. The following information was provided by the initial reporter: "on october 30, the patient found that there was blood leakage from the clamp and reported it to the nurse on duty."

Event description:
It was reported that bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in leaked. The following information was provided by the initial reporter: "on october 30, the patient found that there was blood leakage from the clamp and reported it to the nurse on duty."

Manufacturer narrative:
Initial reporter phone number: (B)(6). Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.